Manufacturer narrative:
The 510 (k) # is k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011) - device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011, the test strips were tested and passed all testing with no faults found. On (B)(6) 2011, the meter was tested and passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate readings on his one touch ultrasmart meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient mentioned that on an unspecified date and time he obtained a result of 150 mg/dl and less than 30 minutes later he tested on a one touch verio meter and obtained a 110mg/dl. Approximately an hour and 30 minutes later, the patient had developed symptoms of having "shivers". The patient self-treated with grape sugar and did not seek any further medical attention or contact their physician. He does not recall how soon after treatment he felt better. A normal reading for him is around 100-150 mg/dl. He feels that the verio meter is more accurate in how he feels than the one touch ultrasmart meter. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The product was replaced. At this time the complaint is being reported since the patient alleged that due to the alleged high readings, the later developed symptom suggestive of a serious injury and had to self-treat with food/drink.